Event description:
The customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer and instructed them on proper set up of the system. System operates as intended.